Event description:
It was reported that this was the clinician's 2nd attempt for implant placement in site 6. (1st attempt (B)(4)). The 2nd attempt was removed due to loss of integration. Replacement implant was then placed in a new implant the same day. Site #5 was used instead. Non-integration.

Event description:
It was reported that this was the clinician's 2nd attempt for implant placement in site 6. (1st attempt (B)(4)). The 2nd attempt was removed due to loss of integration. Replacement implant was then placed in a new implant the same day. Site #5 was used instead. Non-integration.